Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00197. It was reported that during patient's explant procedure the penta lead was cut and not unscrewed form extension due to scar tissue. The cut penta lead was left in situ. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.